Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, the lens got caught on the plunger and tore. The lens was halfway inserted and removed without any patient injury. Another lens was implanted. The reporter indicated the incident was due to a loading error.

Manufacturer narrative:
(B)(4).